Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
Struggled to pull the guide wire out. Eventually came out but caused catheter to split. The wire then appeared elongated and twisted in appearance. The remaining products with the same lot have been taken off the shelf and available to be returned. I was in at the jr today and need to report the following complaint. They don¿t have the original problematic products but they do have 10 products with the same lot numbers which they would like to be returned for investigation. (B)(6) 2015 to clarify the customer has told me all the following for the first time today: they had 3 intra-operative incidents of where they struggled to remove the wire from the catheter. This issue did not last more than 30 minutes and there were no adverse consequences to the patient. After the initial 2 occasions they removed all the identical lot numbers from the shelf as a precaution. The general feeling was that it was user error and therefore they conducted refresher training for the staff. Then last week they began using the previously removed lot number product and the exact same thing happened. They then told me this in our meeting today while I was on-site. (B)(6) 2015 my understanding is they were 3 separate incidents. This is incident one of three.